Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patients and order was not crossing. A technical support specialist confirmed with customer the issue was resolved. The system functioned as intended after technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es system medication amount was showing incorrectly. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.